Event description:
In 2005 "the nurse went to slide the safety shield up for activation and the shield fell off the syringe. The customer reports the nurse was then stuck with the contaminated needle.